Manufacturer narrative:
Concomitant medical products: product ID 388928, lot# 0209398181, implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional for a clinical study reported, via a manufacturer representative, the patient experienced perineal pain due to the stimulation on (B)(6) 2015. It was unknown what factors may have led or contributed to the issue. Reprogramming was performed on (B)(6) 2015 and the issue resolved. The event was assessed as not serious, not linked to the procedure and linked to the stimulation. The patient's medical history includes idiopathic functional incontinence since 2003.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.